Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, sensor fell off patient's body during startup period and the wire stayed in his skin which he pulled out. Patient's mother did not see this happen and is just repeating what her son said.